Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery several times but on one occurrence, was resolved by an infusion set change. The customer's blood glucose reading was 200 to 300 mg/dl at the time of incident. Troubleshooting found multiple no delivery alarms in the pump history. Customer was advised to change the entire set, reservoir and insulin and treat per their doctor's instruction as customer could not troubleshoot. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm anomaly noted. The test ultra link meter communicates properly to the insulin pump and no bd meter anomaly noted. The insulin pump was received with cracked case at the display window corners, minor scratched and cracked display window.